Manufacturer narrative:
Philips service replaced the fuse and identified that the ups controller requires replacement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to start due to ups controller and burnt fuse on a azurion 3 m15. The clinical use of the system was outside of use. There was no reported patient or user harm.